Manufacturer narrative:
On june 12, 2024, the mentor failure analysis lab receive the device for evaluation. And following fields have been updated: - field d1 for brand name has been updated to "mentor memorygel breast implant" .- field d4 for catalog number has been updated to "3505004bc" .- field d4 for lot number has been updated to "5947662". - field d4 for unique identifier( UDI) has been updated to (B)(4). - field g4 for PMA/ 510(k) has been updated to "p030053". On june 19, 2024, device evaluation was completed as follows: mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the smooth hpg, 500cc breast implant was found to be ruptured. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior view, measuring less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Mentor is aware that the date of implant is prior to the manufacturing date of reported lot numbers. Multiple follow ups were completed for clarification. However, no response was received. If additional information becomes available, it will be updated and supplemental report will be submitted. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 28, 2024, mentor became aware of the impacted lot numbers. No side was specified. Hence, both lot numbers have been added to field d4. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Lot 5947662: manufacturing date: october 26, 2009, expiration date: october 25, 2014. Lot 5935284: manufacturing date: september 11, 2009, expiration date: september 10, 2014. Mentor is aware that the date of implant is prior to the manufacturing date of reported lot numbers. Multiple follow ups were completed for clarification. However, no response was received. If additional information becomes available, it will be updated and supplemental report will be submitted. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 58-year-old hispanic female patient underwent primary breast augmentation with unknown size unknown gel implants smooth on both sides and bilateral breast implant rupture during bilateral replacement surgery with catalog number 3503001bc; serial number (B)(6) on the left side, and with catalog number 3503001bc; serial number (B)(6) on the right side on (B)(6) 2024. The patient has consulted with the healthcare professional. This medwatch report is for the patient¿s right-sided device.